Event description:
It was reported that the patient exhibited palpitations and "seizure"-like symptoms due to pacemaker mediated tachycardia (pmt) by their leadless pacemaker (lp) system. It was further noted that there was low i2i communication. The lp system was explanted and replaced with a transvenous system. The patient was discharged.